Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The event was reported via a social media post by the patient¿s spouse. The patient was wearing a pod at the time medical attention was sought. The patient required hospitalization, including admission to the intensive care unit (ICU), as reported by the spouse. The exact date of medical attention, duration of hospitalization, and discharge date were not provided, as this information was not included in the post. Information regarding the patient¿s presenting symptoms, clinical diagnosis, and treatment administered was not provided, as no additional clinical details were available in the report. The spouse further stated that healthcare providers experienced difficulty determining appropriate insulin type and dosing due to the automated nature of the pod, which made translation of therapy challenging; however, no specific device malfunction or deficiency was alleged or confirmed.